Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The was crossed the septum low and posterior. The was was positioned in the laa of the patient and the first 30mm closure device was deployed. The device landed canted and slightly proximal and was partially recaptured. The device was then repositioned and deployed a second time, but the result was the same. This device was fully recaptured and exchanged for another 30mm closure device. They swept for pericardial effusion with none noted. The second closure device was deployed in the laa three times with two partial recaptures performed to better position the device with no leak. The third deployment was successful and the device was released from the core wire. During a final effusion check, the physician noted that there was a trivial effusion, measuring less than 1cm. The patient receive protamine to treat this effusion. One hour post procedure the patient reported a shortness of breath and that they were having chest pain. The patients blood pressure was 80/40 and a transthoracic echocardiogram(tte) was performed. The tte imaging showed that there was a 1cm effusion around the right ventricle. The physician did not perform any other intervention, but continued to monitor the patient. Two hours post procedure the physician checked on the patient, the effusion was still 1cm, but the patient was doing better and was no longer short of breath or having any chest pain.